Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and this bipolar lead was experiencing frequent syncopal episodes. During a follow-up visit, the physician performed pocket manipulation on the patient resulting in loss of capture. The patient was admitted to the hospital and the physician elected to remove the bipolar lead. The ipg was also replaced at this time.